Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 508 mg/dl. The customer was experiencing unexplained high glucose for two days. It was stated that the customer possibly used expired insulin. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime test and passed. The customer declined to perform the high pressure test as customer did not have a spare infusion set available at time of call. Advised the called to call back if the issue persists. No further info was provided.